Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. It was discovered that the right ventricular lead had dislodged. The lead was successfully explanted and replaced, the patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found damage consistent with that occurring during the surgical procedure, otherwise normal lead function.